Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant the first lead tried did not provide a stimulation/motor response that was acceptable to the physician. The lead was removed and a different lead was implanted. Stimulation/motor response was acceptable to the physician and resulted in good therapy for the pt. The impedances of the first lead were not checked.